Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for the reported catheter fracture and material separation as a complete circumferential break was noted on the catheter which is evident in the provided photos. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong products are identified in d2 and g4. H10: d4 (expiry date: 10/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement via the left internal jugular vein, x-ray examination revealed that the catheter was allegedly broken. It was further reported that the port system was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong products are identified. (Expiry date: 10/2021).

Event description:
It was reported that some time post port placement via the left internal jugular vein, x-ray examination revealed that the catheter was allegedly broken. It was further reported that the port system was removed. There was no reported patient injury.